Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. It was reported that the patient is doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft (part and lot unknown) for the treatment of an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the patient presented emergently on (B)(6), 2024, with a type iiib endoleak and ruptured aaa. The physician elected to implant an afx2 bifurcated stent graft and an afx vela suprarenal and the aneurysm was excluded. The patient is doing well. The device was implanted in 2017, the exact date is unknown. The final patient status was reported as discharged home with home health care in stable and improved condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak, ruptured abdominal aortic aneurysm and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged home with home health care in stable and improved condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx (unknown) corrections: b5: describe event or problem has been updated d6: implant date (rfb) has been updated g3: awareness date has been updated h10/11 additional manufacturer narrative

Event description:
The patient was initially implanted with an afx bifurcated stent graft (part and lot unknown) for the treatment of an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the patient presented emergently on (B)(6) 2024, with a type iiib endoleak and ruptured aaa. The physician elected to implant an afx2 bifurcated stent graft and an afx vela suprarenal and the aneurysm was excluded. The patient is doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown afx.